Event description:
Customer complaint - limited data available . Customer complained of device remote popped and sparks flew.

Event description:
Customer complaint - limited data available the remote device popped and sparks flew from the device.